Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). The involved lead is a non boston scientific product. Atrial sensitivity was adjusted by the health care professional (hcp). No patient symptoms were reported. It is planned to continue to monitor this patient. At this time, this device system remains in srvice.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). The involved lead is a non-boston scientific product. Atrial sensitivity was adjusted by the health care professional (hcp). No patient symptoms were reported. It is planned to continue to monitor this patient. At this time, this device system remains in service. According to medical records, this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.